Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 4pm. The cca was advised the patient manages his diabetes with insulin. It is not known what action the patient took at the time of the alleged issue. Shortly after the start of the alleged issue, the patient claimed he felt nauseas, was vomiting and was pale. About 20 minutes after the start of the alleged issue, the patient obtained a blood glucose result of "600 mg/dl" with another device. The patient administered self novolog insulin as treatment. At the time of troubleshooting, the cca noted the patient exposed the meter to extreme cold temperatures. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient confirmed he continued to test his blood glucose on another device and there is no evidence of delay in treatment as a result of the alleged issue. The patient administered self-treatment based on the results from a non-lfs blood glucose-monitoring device. However, this complaint is being reported because the alleged power issue remained unresolved.